Event description:
This device was implanted on (B)(6)2009 and was explanted on (B)(6) 2013 due to an unknown reason. The physician was dr. Leon feldman at eisenhower medical center in (B)(6) ca. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).